Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that quality controls (qc) was in range at the time the event occurred. A siemens headquarters support center (hsc) specialist reviewed the instrument data files and could not determine the cause of the event. The customer continued to process patient samples and had no additional discordant results. The cause of the discordant, falsely low glu is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s) as it was flagged "panic". The sample was auto-repeated, resulting higher. The sample was then tested on an alternate dimension vista instrument, matching the auto repeated result. The auto repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.